Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation visual inspection of the complained screwdriver shows that one connecting pin is broken off. The additional evaluation showed that the breakage was caused due to excessive lateral force.

Event description:
It was reported that during insertion the locking caps on one of the wings have broken off. This is report 1 of 1 for complaint (B)(4).